Event description:
In july 2004, approx 10 months after cochlear implantation, the pt reported poor performance with the device. Using the appropriate diagnostic equipment, it was determined the receiver/stimulator was functioning according to specifications. Reprogramming reportedly did not resolve the pt's complaint. Recently, the pt complained of pain with implant use. Explantation/reimplantable surgery has been decided on, but has not been scheduled.